Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash. Patient reported the lifevest is pressing on the area and irritating the issue. Patient was sent larger garments. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a medication and patient confirmed he had shingles. Follow up indicated that the cream is helping with the skin irritation.